Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs distal femoral component was reported. The event was confirmed. Device evaluation and results. The outer blister flange is cracked on one side but remains adhered to the tyvek lid. The inner blister was unopened but there is a severe impression mark evident on the tyvek lid of the inner blister. This indicates that the pack was mishandled and compressed to the extent that the flange on the outer blister broke. Medical records received and evaluation not performed as the reported device was not implanted. Device history review determined that the lot was manufactured and packed to specification. Complaint history review. There have been no similar events for the reported lot. Visual inspection of the returned pack found indications that the pack was mishandled and compressed to the extent that the flange on the outer blister broke. No further investigation for this event is possible at this time.

Event description:
It is reported by the surgeon of the hospital, that the sealing of the package is damaged and not aspetic anymore. A replacement was available during the surgery.

Event description:
It is reported by the surgeon of the hospital, that the sealing of the package is damaged and not aspetic anymore. A replacement was available during the surgery.